Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: h6, h11. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The customer provided a segment of the event history log on the reported date that the event occurred. An infusion of vancomycin was programmed at a rate of 200ml/hr and a volume to be infused of 315ml. The user confirmed the flow rate. Shortly after starting the infusion the pump alarmed "upstream occlusion!". The infusion was restarted by the user and the alarm was cleared. The user confirmed flow rate again. The secondary infusion ran to completion with no further alarms. Details regarding pump and IV setup cannot be determined through the log and were not provided by the customer but could impact flow accuracy. Secondary flow issues may have several potential causes related to infusion setup, or an improperly primed set, including back check valve. Refer to compatible sets list, doc 11182, page 7 and the spectrum iq operators manual, 41018v0900, page 8-94. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion and did not infuse vancomycin during a secondary infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.